Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: crease fold, brown particles in the surface of the shell and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the posterior. The fill test inspection was performed, the result is no blockage. Additional, changed, and/or corrected data: d.4., d.9., h.2., h.3., h.4., h.6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.